Manufacturer narrative:
The pump is not expected to be returned to animas for evaluation at this time. There was no evidence of a pump malfunction or defect. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/28/2014 with the following findings:. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect found. The black box begins on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten..review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Pump successfully passed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient reported that she was admitted to the hospital on (B)(6) 2012 with blood glucose (bg) over 600mg/dl. According to the patient, the pump was removed in favor of insulin injections of lantus and humalog during the hospitalization. The patient said that on (B)(6) 2012 her pre-dinner bg was 140mg/dl and two hours post-prandial her bg was 563mg/dl. The patient stated that she experienced nausea and emesis; she denied the presence of ketones. She confirmed that the planned discharge date was (B)(6) 2012 and that she was scheduled to resume pump therapy at that time. Customer technical support (cts) reviewed the event with the patient who revealed that she did not replace the infusion set when her bg was elevated despite the fact that her bg did not respond to the correction bolus (1.2 units) she delivered. The patient reported that the infusion set was discarded and could not be assessed for bent cannula or tubing issues. Review of the pump confirmed that all pump settings were correct and that the time/date was accurate. The history of the total daily dose showed consistent basal delivery (7.8 units/day) with increasing amounts of bolus delivery beginning on (B)(6) 2012 (from 5.6 units/day to 11.85 units/day). The prime history indicated infusion set changes with adequate amount of primed insulin on (B)(6) 2012 (11:22am), (B)(6) 2012 (6:42pm), and (B)(6) 2012 (7:58pm). Customer support advised the patient to replace infusion sets every 2-3 days and whenever there is an unexplained bg excursion, per instructions-for-use. The patient was informed that there was no evidence of pump malfunction, the pump was not replaced, and there have been no further reported bg issues. This complaint is being reported based on the following conclusion: the patient experienced an adverse event after failure to replace infusion sets at the appropriate interval and after an unexplained bg elevation.